Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) did not perform compression was not confirmed during functional testing; however was confirmed during archive data review. The autopulse platform performed as intended during the testing. The cause for the reported complaint based on the archive data review was due to user advisory (ua) 02 (compression tracking error) and ua 18 (max take-up revolution exceeded) error message. The probable root cause for the ua02 error message could be due to misalignment of the patient on the platform or could be due to twisted or opened or incorrect position of the lifeband during take up or compression. The probable root cause for ua18 error message could be due to patient is too small or not present or could be due to the opened lifeband. During visual inspection, cracked front enclosure was observed. The cause for the physical damage appeared to be characteristic of a harsh impact, likely due to mishandling. This observation is not related to the reported event. The autopulse platform was manufactured in 2016. During initial functional testing, no issues were observed. The archive data was reviewed and contained ua 02(compression tracking error) error messages and ua 18 (max take-up revolution exceeded) error message on the reported event date. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For example ua 18 alerts the operator that during takeup, the autopulse driveshaft has moved the lifeband past the maximum allowable takeup depth without detecting a patient. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. Ua 2 alerts the operator that as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. After replacing the front enclosure, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use.

Event description:
During patient use, the autopulse platform (sn (B)(4)) did not perform compression. No further information was provided. No information on the consequences or impact to the patient was provided by the customer.